Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd¿ thin wall 31g x 5mm value brand (B)(4) the pen needles clogged. The following information was provided by the initial reporter: (B)(6) 2023: update 231220: customer percieves the pen needles to be clogged. This is the second box she has trouble with. She has left an almost full box with the pharmacy that is available for pick-up. Unclear if there are used pen needles in box so please handle as contaminated.

Event description:
It was reported while using the bd¿ thin wall 31g x 5mm value brand (100 count) the pen needles clogged. The following information was provided by the initial reporter: (B)(6) 2023: update 231220: customer percieves the pen needles to be clogged. This is the second box she has trouble with. She has left an almost full box with the pharmacy that is available for pick-up. Unclear if there are used pen needles in box so please handle as contaminated.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 22-jan-2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.